Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed with error code 1830 during use. Troubleshooting, including a hard reset, was attempted; however, the alarm could not be cleared, and the pump was powered off. The event occurred while the device was in use with a patient in the home setting. The medication had been infused. There was patient involvement; however, no harm was reported.